Event description:
Device malfunction: filter retrieval issue. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, during retrieval of the filter, the recovery catheter (rc2) "low profile flexible" design would not advance past the common carotid, but rc1 "shapeable tip" design was able to successfully capture the filter. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B4). Evaluation summary: the device was not returned. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design, and a low-profile flexible tip design. It is up to the discretion of the user based on preference and experience to use the recovery system that is appropriate for the procedure. The rx accunet instruction for use recommends a variety of techniques to help advance a device through deployed stent. These options include, but are not limited to, "have the pt rotate her/his neck from side-to-side." "Change the position of the guiding catheter or guiding sheath." ... "If stent struts are impeding the advancement of the recovery catheter, post-dilate the stent." ... "Insert a guide wire ("buddy wire") to straighten the stented area." If these techniques are unsuccessful in advancing through the deployed stent, the alternate recovery catheter should be prepared and used. Difficulty advancing the rx accunet recovery catheter (rc2) "low profile flexible" design appears to be related to operational context and circumstances during the procedure. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.